Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with a burned fuse. It was confirmed that the issue occurred prior to any patient treatment, and there was no patient connected to the machine when the issue occurred. Upon follow up, it was reported that a fresenius (B)(6) technician replaced the burned fuse to resolve the issue and return the machine to service. It was confirmed that no sample parts were available for return. Additional machine information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The technician reportedly replaced a burned fuse to resolve the issue and return the machine to service.